Event description:
The customer reported to baxter a multi day infusor overinfused during patient use. The actual flow rate and total fill volume are unknown. The temperature and the height of the restrictor are also unknown. The infusor was filled with mepivacaine hydrochloride and fentanyl citrate. The female patient sustained no injuries and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the device. The reported condition of overinfusion was not confirmed. No additional information is available.